Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that post implantation of an intraocular lens (iol) the patient experienced explanted intraocular lens, explanted lens, patient feels right eye vision is not sharp, refractive error. Post implantation after 2 weeks the lens was replaced with other lens. Additional information was requested.